Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory report indicated that there was no further testing done as investigation has already been performed for a similar complaint and another investigation is not necessary.

Event description:
Boston scientific received information that this programmer displayed an error code. The field representative tried to recycle multiple times but could not clear it. The programmer smelled funny and it was hot to touch. The programmer was returned. There was no patient involvement.

Event description:
Boston scientific received information that this programmer displayed an error code. The field representative tried to recycle multiple times but could not clear it. The programmer smelled funny and it was hot to touch. The programmer was returned. There was no patient involvement. This supplemental report is being filed as product investigation was received and the resolution was updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory report indicated that there was no further testing done as investigation has already been performed for a similar complaint and another investigation is not necessary. This programmer is included in pip (B)(4) programmer end-of-life analysis reduction.